Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to hematoma overlying the implant magnet site. It is unknown if there are plans to reimplant the patient as of the date of this report.